Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman closure device and delivery system (wds) was selected for use. The physician performed the transeptal crossing with the versa cross connect system and the was sheath. While trying to go transseptal on difficult anatomy, the anesthesia physician started suctioning out foamy blood from the intubation tube. The patient went into flash pulmonary edema before crossing the interatrial septum. The procedure was aborted. The patient was transferred to the intensive care unit (ICU) but passed away around 10:30pm that night. The physician did not suspect that the device itself caused or contributed to the patient the death. An official cause of death not provided.